Event description:
It was reported that this right ventricular (rv) had dislodged as a result of the patient having twiddler's syndrome. This rv lead was explanted, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.